Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that stations that remained stuck in critical override. The technical support specialist (tss) restarting notification services and data synchronization services but did not resolve the issue. The tss adjusting the auto critical override (aco) setting from 1 minute to 5 minutes which cleared the stale critical override status, indicating a configuration-related behavior rather than a system fault. Recommendations were provided to maintain a higher aco value to prevent recurrence. The system functioned as intended after the technical support specialist (tss) investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, stations that remained stuck in critical override. The user confirmed that the machines were not communicating, as they were in override mode. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.